Event description:
Due to pain and instability, pt underwent revision left total knee arthroplasty in 2000. Knee continued to be symptomatic and second revision procedure to exchange the tibial bearing component was performed in 2001. Wear was noted on bearing component.